Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to an apparent lead fracture. Attempts to confirm patient and the serial number of the device or lead were unsuccessful. No further patient complications were reported as a result of this event.